Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vc/organ perforation, unable to retrieve, embedment, dvt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2014 via the left common femoral vein due to deep vein thrombosis and pulmonary embolism. The patient is alleging tilt, vena cava perforation, the device is unable to be retrieved, organ perforation, embedment and deep vein thrombosis. Per the (B)(6) 2018, computed tomography-abdomen without contrast: "findings: inferior vena cava filter is in place. Its superior extent is seen to the l2-3 disc level, just inferior to the right renal vein insertion. The filter is tilted posteriorly and to the right. Its hub penetrates inferior vena cava wall over an approximately 1.9 cm in length. All 4 primary struts penetrate the inferior vena cava wall. The medial strut extends 1.2 cm from the inferior vena cava wall extending into the adjacent aortic lumen. The lateral strut perforates an approximately 6 mm length. The anterior strut penetrates approximately 1.4 cm in length and, the posterior strut, 1.1 cm. Regional fascial planes are intact without evidence of acute or chronic hematoma. Inferior vena cava caliber is uniform above and below the level of the filter. There is no evidence of collateral venous formation. Impression: inferior vena cava filter superior extent at l2-3, just inferior to the entrance of the right renal vein. The filter is tilted to the right with the hub and all 4 primary struts penetrating the inferior vena cava wall, as described in detail above. The medial primary strut penetrates the aortic lumen. There is no suggestion of acute or chronic retroperitoneal hematoma". Per computed tomography abdomen/pelvis with oral contrast without intravenous contrast:, (B)(6) 2017: "vessels: a slightly tilted intact inferior vena cava filter is present. The superior tip/apex of the filter appears to extend partly into central right renal vein through the inferior wall. There are prong/strut penetrations beyond wall of the inferior vena cava, with anterior prong abutting posterior wall of duodenum and left prong extending partly into aorta".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Device codes: appropriate term/code not available (3191): perforation-listed in IFU; appropriate term/code not available (3191): tilt-listed in IFU; appropriate term/code not available (3191): abuts-listed in IFU. Investigation is still in progress . This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per the (B)(6) 2017, computed tomography abdomen/pelvis with oral contrast, without intravenous contrast: "vessels: a slightly tilted intact inferior vena cava filter is present. The superior tip/apex of the filter appears to extend partly into central right renal vein through the inferior wall. There are prong/strut penetrations beyond wall of the inferior vena cava, with anterior prong abutting posterior wall of duodenum and left prong extending partly into aorta".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#(B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that [pt] received a cook gunther tulip filter on (B)(6) 2014. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.